Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Product was provided for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed share log review showed loss of connection. Performed pairing test with nordic bluetooth device: passed. Tested on transmitter functional tester: and device passed. The reported event of loss of connection was confirmed. The root cause cannot be determined.